Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old female patient, the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed full functional testing and ECG stress testing using leads and pads without duplicating the report. Review of the device log shows that while trying to obtain an ECG signal via pads, the ECG view was in lead view. The device detected a valid patient impedance and had the ECG view been changed to pads view; the ECG signal would have been seen. The device was recertified and returned to the customer. The multifunction cable and ECG cable used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.